Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 550 mg/dl) and ketones were present. Insulin injections were administered to address bg. Contact did not know cause of event; there were no issues identified with the pump supplies. Recommendation was made for the customer to discuss event with a healthcare provider.